Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the correct event date was 29th june 2023. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, motor control board (hms) and motor power amplifier board (hmf) were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. It cannot be ruled out that the most likely root cause of the reported event is an electrical failure of the replaced boards.

Event description:
Guasto nel controllo motore (errore 442) pompa 1. Livanova deutschland has received a report of a fault in motor control (error 442). Pump 1 during service. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.